Event description:
Same case as MDR ID: 2134265-2015-00547. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located at the severely calcified and severely tortuous distal right coronary artery. After crossing a wire, a 2.0mm non-bsc balloon catheter was unable to cross the lesion. A 1.25mm non bsc balloon catheter was also unable to cross. A 1.0 non-bsc device was also unable to cross. A non-bsc wire was advanced to the proximal lesion then exchanged for a rotawire¿. Rotational speed was set at 160,000rpm with a 1.25mm rotalink¿ plus burr outside the patient and ablation was performed at 140-150,000rpm inside the patient's body. The burr was slowly advanced and crossed the lesion. After finishing the last polishing run, the burr was removed from the patient and a non-bsc device was being advanced along the wire to remove the wire only. Then, the proximal wire was moved back, but the distal ro marker would not move. Detachment of the wire was suspected; therefore, the wire and the non-bsc device were pulled back together, then the distal ro marker of the wire appeared to be moved too. The catheter and the wire were removed as one unit from the patient. They visually inspected the rotawire outside the patient and found it to be detached at 10cm from the distal tip. Procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit returned has a wire broken. A visual examination of the complaint unit was performed and found the distal end fractured. The section fractured (distal end) including the spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00547. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located at the severely calcified and severely tortuous distal right coronary artery. After crossing a wire, a 2.0mm non-bsc balloon catheter was unable to cross the lesion. A 1.25mm non bsc balloon catheter was also unable to cross. A 1.0 non-bsc device was also unable to cross. A non-bsc wire was advanced to the proximal lesion then exchanged for a rotawire. Rotational speed was set at 160,000rpm with a 1.25mm rotalink plus burr outside the patient and ablation was performed at 140-150,000rpm inside the patient's body. The burr was slowly advanced and crossed the lesion. After finishing the last polishing run, the burr was removed from the patient and a non-bsc device was being advanced along the wire to remove the wire only. Then, the proximal wire was moved back, but the distal ro marker would not move. Detachment of the wire was suspected; therefore, the wire and the non-bsc device were pulled back together, then the distal ro marker of the wire appeared to be moved too. The catheter and the wire were removed as one unit from the patient. They visually inspected the rotawire outside the patient and found it to be detached at 10cm from the distal tip. Procedure was completed with this device. No patient complications were reported and the patient's status was good.